Event description:
It was reported that separation occurred with unspecified bd syringes. The following information was provided by the initial reporter, "blunt filled needles, 18g x 1 1/2 in, saying he purchased 100 and 20 of them came apart."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with unspecified bd syringes. The following information was provided by the initial reporter, "blunt filled needles, 18g x 1 1/2 in, saying he purchased 100 and 20 of them came apart."